Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was exposed to moisture and had critical pump error image on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was mold growing around the battery connectors and the flex cables. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. The s/n label located between the belt clip rails is worn down to the point where it¿s illegible. Also the middle (enter) keypad button is cracked. Did not notice any cracks in the case whatsoever.